Event description:
It was reported that the patient had a sudden loss of stimulation and therapeutic effect (<(><<)>50% therapy relief) from their implantable neurostimulator (ins). The patient stated that they had to suddenly run the stimulation at the maximum output for effective therapy. It was noted that they used to run the device at 3-4 volts for normal usage. The patient was to meet with the manufacturer¿s representative where diagnostic testing and troubleshooting was to be performed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n269610, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-p4, lot# n264052, implanted: (B)(6) 2011, product type: accessory. Product ID: 355031, lot# n268374, implanted: (B)(6) 2011, product type: screening device. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).